Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:the contrast and down buttons have an intermittent response. The keypad was undamaged and when removed for investigation, contamination was found under all buttons contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2013 reporting that the down button was intermittently unresponsive and required hard presses to elicit a response. The patient stated that the keypad was intact. The patient reportedly wore the pump in a pocket and cleans the pump with a dry q-tip. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.